Manufacturer narrative:
Please reference MFR 2183870-2008-000823 for associated MDR. Protege everflex stents were deployed to left mid and distal sfa lesions in an overlapping fashion. The overlap was measured approximately as 2 cms. The physician indicated that the stents were fractured in multiple places. An internal investigation revealed that the artifacts of the open cell structure clearly agree with the regions on the vessel that were severely stenosed. This indicates that the vessel still has plaque/calcification that is able to deform the open cell geometry, which can be mistaken as fractures.

Event description:
This procedure was performed in the left sfa. Protege everflex stents were delivered to left mid and distal sfa lesions after pre-dilation in overlapping fashion. Post-dilation only performed to 8 atm in distal and proximal stents. Stents noted to be fractured in multiple places on close examination on review of cine angiography.